Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. Review of the device's logs revealed that several clinical alarms were generated (patient circuit disconnected, peep low, respiratory rate high and expiratory minute volume low). The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check successfully and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. As the source of the alarm activation is unknown, the cause of the has not been determined.